Event description:
"Endoleak: (B)(4) 2015: tevar was performed for a pseudoaneurysm after descending aortic replacement and the relay plus devices (3625036 and 3825038) were implanted. The patient visited the physician. (B)(6) 2019: angiography revealed a very small amount of endoleak type iii. The aortic aneurysm tended to expand. As an emergency operation, a thoracic stent graft (tag, 40 mm - 20 cm) was implanted at the position that fully covered the site where the endoleak was believed to have occurred. After the stent graft was implemented, angiography showed no endoleak. (Even angiography before the stent graft was implanted during the operation, no endoleak was identified.). The physician's assumption: the relay plus device was landed at the stent graft. Since the stent graft was narrow (22 mm), a stent framework spread obliquely just outside the stent graft (inside the aneurysm). Stress was applied to the stent graft at the top of the stent framework, and a pinhole occurred on the stent graft. The physician diagnosed that endoleak type iiib occurred because angiography showed that the stent graft had a pinhole." Patient outcome: "unserious health damage. The patient outcome is unknown."